Manufacturer narrative:
Correction: date of event corrected. A medtronic representative, following up with the site, reported that the event occured on (B)(6) 2016 but was not reported to the medtronic representative until (B)(6) 2016.

Manufacturer narrative:
In trouble-shooting, a medtronic representative performed a system check-out and confirmed all video and power connections were properly seated. The medtronic representative left the system running for almost an hour and performed a couple of demo registrations, however, the reported issue could not be replicated. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose and throat (ent) procedure, their navigation system unexpectedly exited while navigating. The surgeon was navigating when the navigation system monitor unexpectedly went to black screen. A hard system shut-down was performed, then re-booted back into the application. The surgeon proceeded navigating surgery after booting back into the ent application. There were no further issues reported. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.